Manufacturer narrative:
(B)(4). Eval results: other (root cause undetermined due to limited info provided). Eval summary: the device was returned to medtronic for evaluation. On review of the returned device the balloon had been inflated. The balloon bond was necked and stretched. The distal tubing was kinked 9cm and 10 cm proximal to the balloon bond. No damage was noted to the catheter tip.

Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter length 12mm, diameter 2.0mm was used to treat a lesion in a pt. The physician placed the balloon distally in the vessel. It was reported that the physician pulled a negative purge on syringe and the balloon failed to deflate. The balloon failed to deflate. The balloon partially deflated and was successfully removed from the vessel. The pt was reported to be fine post procedure and no clinical sequelae have been reported.